Manufacturer narrative:
The lot number was verified and has been confirmed to be released by prolleinum. The batch record, qc test reports and qc final inspection review checklist were analyzed and it has been determined that the product was released within final release specifications.

Event description:
As reported by the injector, 0.5 ml of revanesse lips+ was injected into the lips of a 22-year-old female patient on (B)(6)2025. The patient developed an immediate bruise following the lip injection. The patient took aspirin 48 hour ago, and the bruising did not extend to her face. Prollenium has requested more information from the clinic associated with the injection (e.g. Injection plan,) and patient (medical history) and image before the injection. No further information has been provided despite of several requests by prollenium through email [03-feb-2025, 28-jan-2025, 27-jan-2025,23-jan-2025,20-jan-2025,20-jan-2025,16-jan-2025,14-jan-2025,13-jan-2025,09-jan-2025]. The lot number 24k167 was verified and has been confirmed to be released by the company. The batch record, qc test reports, and qc final inspection review check list were analyzed and it has been determined that the product was released within final release specifications. The retrospective review of the batch file shows that no element could explain these issues. The limited information provided by the clinic has been submitted to the prollenium's medical director for review. The medical director's opinion about the reported ae is as follows: "the following is a clinical opinion based on the limited information provided in case (B)(4). On (B)(6) 2025 a patient received 0.5 cc of revanesse lips+ using a needle. During the procedure the patient developed a small bruise on their upper lip. There were no other concerns or adverse event or symptoms. No intervention or treatment was required. The bruise resolved in a few days. My clinical opinion is that this patient received a small bruise from the needle used for injection, which completely resolved. This potential event is outlined in the IFU and clinic consent form." Internal ae number: (B)(4).